Event description:
Additional information was requested but no further information was received.

Manufacturer narrative:
(B) (4): information anticipated, but unavailable at this time.(B) (4).

Event description:
Per user facility med watch #(B) (4), during an unknown procedure, after the endopath ils stapler was fired, the doctor tested the staple line with air. Bubbles were observed, indicating a leak. The surgery was converted to an open procedure. Additional information being requested.

Manufacturer narrative:
(B)(4). Device was not returned the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot. We were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.